Event description:
It was reported by service report that the auxilliary power cord plug was missing the ground pin. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord missing the ground prong.